Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during the implant procedure, the lead perforated the ventricular septum. Echo revealed a small effusion. It was also noted that an echo performed 4 months earlier showed the small effusion, therefore a septal wall defect was suspected. The lead was not implanted and no surgical repair was required. There were no complications.